Event description:
It was reported that during testing the foley catheter water did not drain.

Manufacturer narrative:
The reported event is confirmed-other. Received (4) photo samples. Visual evaluation of the photo sample noted one opened, used temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and lot number ngjx4584. Photo# 2 shows partial asymmetrical balloon might be due to the inadequate inflation. Therefore, no new pr number needed. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing the foley catheter water did not drain.

Manufacturer narrative:
The reported event was inconclusive. Received (4) photo samples. Visual evaluation of the photo sample noted one opened, used temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and lot number ngjx4584. Photo# 2 shows partial asymmetrical balloon might be due to the inadequate inflation. Therefore, no new pr number needed. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing the foley catheter water did not drain.